Manufacturer narrative:
B3 event date: updated with additional information received. B5 describe event or problem: updated with additional information received.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. The patient stated that they were recently diagnosed with a clot attached on the closure device. The patient is currently taking eliquis to dissolve the clot. No further information was provided at the time of this report. It was further reported that transesophageal echocardiography (tee) was used to identify the non-mobile thrombus during a routine follow up on (B)(6) 2025. The post-implant drug regimen until the thrombus was dual antiplatelet therapy (dapt). The thrombus morphology was pedunculated. The closure device was tilted noticeably towards the mitral per the patient anatomy.

Manufacturer narrative:
The device was not returned for analysis as [the device remains implanted]; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. The patient stated that they were recently diagnosed with a clot attached on the closure device. The patient is currently taking eliquis to dissolve the clot. No further information was provided at the time of this report. It was further reported that transesophageal echocardiography (tee) was used to identify the non-mobile thrombus during a routine follow up on 2-dec-2025. The post-implant drug regimen until the thrombus was dual antiplatelet therapy (dapt). The thrombus morphology was pedunculated. The closure device was tilted noticeably towards the mitral per the patient anatomy.

Event description:
Reported via patient call center it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. The patient stated that they were recently diagnosed with a clot attached on the closure device. The patient is currently taking eliquis to dissolve the clot. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date was used as event date as the actual event date is not known.